Event description:
Customer reported that she was treated by paramedics for low blood glucose. She also stated that the cause of low blood sugar was stress. No troubleshooting was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.